Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal ¿100mueg/ml at 60 mueg/h¿ and morphine ¿18mg/ml at 10,808mueg/h¿ via an implantable pump. The indication for use was not reported. It was reported a pump alarm and motor stall occurred, and the patient experienced withdrawal symptoms. Diagnostics/troubleshooting included a pump report (n¿vision). There were no environmental, external or patient factors reported that might have led or contributed to the event. The patient did not undergo an MRI. The pump was replaced. No further actions were taken. The issue was resolved. The patient's status was alive - no injury. The pump would be returned to the device manufacturer. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative regarding a patient receiving intrathecal lioresal 100,0 mcg/ml at 60,04 mcg/day and morphine 18,0 mg/ml at 10,808 mcg/day. Logs showed: motor stall on (B)(6) 2018 at 19:28 motor stall recovery on (B)(6) 2018 at 00::27 motor stall on (B)(6) 2018 at 09:01 motor stall recovery on (B)(6) 2018 at 11:26 motor stall on (B)(6) 2018 at 00:43 motor stall recovery on (B)(6) 2018 at 12:02 motor stall on (B)(6) 2018 at 02:30 motor stall recovery on (B)(6) 2018 at 04:21 motor stall on (B)(6) 2018 at 20:55 motor stall recovery on (B)(6) 2018 at 06:58 low reservoir alarm occurred on (B)(6) 2018 at 11:43 motor stall occurred on (B)(6) 2018 at 00:51 empty reservoir alarm occurred on (B)(6) 2018 at 04:12 motor stall recovery occurred on (B)(6) 2018 at 08:16 motor stall occurred on (B)(6) 2018 at 00:34 tube set occurred on (B)(6) 2018 at 00:34 motor stall recovery occurred on (B)(6) 2019 at 12:38.